Manufacturer narrative:
The investigation consisting of an evaluation of logs from the ventilator has been completed. The entire log comprises of 8 ventilation periods. The periods before intubation are characterized by the unstable gas supply of both air and oxygen. They include many low expiratory minute volume alarms. The low expiratory minutes alarms are all most likely due to the inadequate gases ¿supply. The most relevant period for the reported event occurred towards the end and it is the longest. It lasted 2 hours 10 minutes. It is characterized the unstable gas supply of both air and oxygen. The many peep high alarms in this period were due to the set inappropriate high peep alarm limit. The unstable gases¿ supply are characterized by the numerous gas supply pressure low, air supply pressure low and o2 supply pressure low alarms. The resulting clinical alarms in the logs were expiratory minute volume and low o2 alarms. It is unknown how long these gas drops/absence were lasting. The logs also show that pre-use checks failed on gas supply tests which also may indicate that the gas supplies were unstable at place of testing. The successful test the day after also indicates another place of testing after moving away that ventilator. There was no ventilator malfunction but it was the unstable gases¿ supply of both air and oxygen that was the cause of the inadequate ventilation. The effects of instable gases¿ supply which drop/go and back again is only inadequate ventilation during these drops/absence and could have contributed to the desaturations.

Event description:
It was reported that while the patient was being ventilated in niv it was noted that the patient¿s saturation was 76%. The o2 was set at 100% but saturation dropped further to 55%. X-ray examination was done and it was found that there was no evidence of error in the position of the cannula or some pulmonary problem. Orotracheal intubation was done but no improvement occurred. The o2 supply was changed to cylinder and saturation was now 87 %. The patient suffered a cardiac arrest and was resuscitated and examined. 33 minutes later the patient suffered another cardiac arrest. Resuscitation was done for over 70 minutes but the patient was not responding. The patient died. Manufacturer's ref. #: (B)(4).